Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor notified zoll that a patient passed away at approximately 2:00am on (B)(6) 2017 while in the hospital. The patient was wearing the lifevest prior to passing. On (B)(6) 2017, the device was started at 10:37:36. At 23:52:24 and 23:52:46 on (B)(6) 2017, asystole was detected by the lifevest. The ECG recording shows bradycardia at 50 bpm with rate increasing to 70 bpm with morphology change, degrading to asystole. Prior to passing, the patient was treated by the lifevest. Review of the treatment event revealed that the patient received two inappropriate shocks on (B)(6) 2017. At 23:58:38, the lifevest detected an arrhythmia. The ECG recording shows supraventricular tachycardia (svt) at 150 bpm with motion artifact. Gel was released by the lifevest at 23:59:06 and a shock was delivered by the lifevest at 23:59:18. The rhythm at the time of treatment was svt at 150 bpm with motion artifact. The post-shock rhythm was svt at 150 bpm with motion artifact. A second shock was delivered by the lifevest at 23:59:49. The rhythm at the time of the second treatment was motion artifact. The post-shock rhythm was ventricular fibrillation (vf) with motion artifact. The lifevest electrode belt was disconnected at 00:00:21 on (B)(6) 2 017. The ECG recording shows that the patient's rhythm at the time of the electrode belt disconnection was vf with motion artifact. The response buttons were not pressed during the treatment event. Heartrate at or above the treatment threshold and motion artifact contributed to the false detection. The patient was taken to the emergency room for evaluation and the lifevest was removed. The patient later passed away on (B)(6) 2017 in the hospital.